Event description:
The handpiece received an error 3 handpiece error during pre run at the start of a right colon resection. The handpiece was swapped with another handpiece and the case was completed with no pt consequence.